Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced charge/battery lasts less than expected, blank display. The customer reported no adverse event. The event involved product(s) mmt-1884. Troubleshooting was performed. Customer requested assistance with pump programming. Assisted customerwith requested programming.customer reported a short battery life or a low battery alarm after 1week or less.customer reported a blank display. Battery cap contacts and batterycompartment and/or springs are not damaged. Display did not return afterinserting a new battery.the customer called for an issue not covered by existing troubleshootingguides. Refer to the event description for more details. No harm requiring medical intervention was reported. Mmt-1884 was requested and customer will discontinue to use the insulin pump. Customer response was the device will be returned.

Manufacturer narrative:
Pump booted up once installing an aa battery, no blank display was noted. The pump passed the sleep current test, active current test, and self test. Test p-cap locked properly into the reservoir compartment. Successfully downloaded pump history files and traces using thump software. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. Found no relevant battery alerts, alarms, or anomalies in the pump history files and traces. Pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the electronic assembly, motor, and force sensor. The following were also noted during visual inspection: corroded battery tube, corroded battery tube spring, scratched case, and pillowing keypad overlay. Charge/battery lasts less than expected was not confirmed. Customer did not experience an unexpected power loss of less than 7 days due to no records of relevant low battery alert - fault 104 in pump history records. Blank display was not confirmed during testing. Moisture damage was confirmed found isolated to the battery tube. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.